Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported an unspecified sensor error message with the adc device and therefore was unable to obtain readings. There was no report of third-party treatment for these issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, here was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. (This report covers 2 of 3 MDR submissions).